Manufacturer narrative:
Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (4) emerald syringe 2ml 24x1 an from lot # 9036724 product # 307749 with the reported issue of emerald 2ml ¿plunger is broken¿. Customer returned photographs and samples show the presence of damaged component (plunger broken) on emerald syringe. Poly out problem, laminate & paper fusion assembly change and pouch formation problem is recorded in secondary packaging process during manufacturing of lot # 9036724. Double pouch problem and zigzag cutter change stoppages occurred in primary packaging process during manufacturing of lot # 9036724. Investigation of the retention samples did not show any evidence of the damage of plunger or empty pouch. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9036724.

Event description:
It was reported that during use of the bd emerald¿ syringe 2ml with needle 24g x 1 the plunger rod was broken. The following information was provided by the initial reporter: emerald 2ml plunger broken.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd emerald¿ syringe 2ml with needle 24g x 1 the plunger rod was broken. The following information was provided by the initial reporter: emerald 2ml plunger broken.